Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6. Impact codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation. A new lead with the same model was implanted. No additional adverse patient effects were reported.